Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the enteral feeding pump displays a low battery warning and the screen immediately goes blank.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿the enteral feeding pump displays a low battery warning and the screen immediately goes blank. The pump powers down and then when it is connected to a power supply and powered on it immediately starts normally showing a full battery power indication..¿ the unit was triaged and the reported issue could not be confirmed at this time. A review of the device history record shows that this unit was manufactured in 2017 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.